Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the new insulin pump failed. Customer's blood glucose at time of incident was unknown. The customer stated that she is currently using old pump again. Customer stated that she is returning both pumps for replacement.